Event description:
It was reported to boston scientific corporation that on (B)(6), 2009 an ultraflex covered ng esophageal stent was used during an esophageal stenting procedure performed on a (B)(6) man. According to the complainant, during the procedure when the physician attempted to open the stent, the deployment suture broke. It was not possible to fully deploy the stent. The physician removed the partially deployed stent and completed the procedure with another manufacturer's device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4) - (partial deployment). The device has not been received for analysis. Upon receipt the completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).